Event description:
The device was implanted in nov 2001, in the hosp, for intractable spasticity. It was the pt's second pump. After implantation the pt experienced four episodes of reanimation and several long-term life threatening treatments on the ic-unit. A discrepancy between the calculated reservoir volume and the remaining volume was found. The difference was between 9-11ml. Based on the repeated life threatening periods the conclusion was made that the pump delivers inconsistently at a lower volume, resulting in an unexpected episode of underdosing. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.